Manufacturer narrative:
B4: 16oct2019. The manufacturer¿s international service technician confirmed the reported issue. The customer maintains the equipment and did not provide the details of the repair. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jul2019.

Event description:
The customer reported unit cannot measure volume. There was no patient involvement.